Event description:
It was reported that the healthcare provider (hcp) had difficulty getting it (intrathecal) and advancing the catheter during a catheter replacement so (see manufacturer report # 3004209178-2015-00497 regarding catheter replacement). The hcp changed levels and entered l3-4 and was only able to advance to t11-12. Minimal csf was seen after catheter placed, but the hcp felt it was enough to be certain it was patent. The reporter was not aware of any symptoms the patient experienced. The reason for the difficulty advancing the catheter was not determined. The pump was used to deliver baclofen. Patient outcome was not reported. Further follow-up was being conducted to obtain information. If additional information is obtained, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).